Manufacturer narrative:
Continuation of medical devices: 5076 implanted: (B)(6) 2008. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated an alert for lead impedance out of range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to out of range superior vena cava (svc) coil impedance. The alert was cleared as the measurements were within normal range following the alert. Several days later, the lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic), oversensing, and noise. The rv lead was reprogrammed and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.